Event description:
Pharmacist at hospital reported the following: ¿patient implanted with a thp in 2007. Cup was worn. Cut the femoral head. The stem went through the acetabulum to stay and injure the patient¿s hip. Much pain.¿

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Pharmacist at hospital reported the following: ¿patient implanted with a thp in 2007. Cup was worn. Cut the femoral head. The stem went through the acetabulum to stay and injure the patient¿s hip. Much pain.¿

Manufacturer narrative:
Visual inspection of the returned device showed that there are sparse areas of fibrous on-growth noted on the roughened area of the stem. There is an area of impingement on the neck of the stem. Taking into account the visual inspections of the returned head and shell, the evidence of impingement is consistent with fracture of a ceramic insert and subsequently, the neck of the stem making contact with the shell after the ceramic insert had fractured. Review of the device history records indicate that the devices were manufactured and accepted into final stock with no reported discrepancies. The complaint databases were reviewed from date of manufacture to present for similar reported events regarding insert fracture. There have been no other events for the lot referenced. Based on the provided information, there is no evidence or indication that the abgii monolithic stem contributed to the reported event of ceramic liner fracture.